Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a ar-3638 knotless fibertak anchor backed out. This occurred on (B)(6) 2022 during a shoulder arthroscopy procedure when the surgeon attempted to put the implant in after drilling when he pulled back on the suture the anchor came out. The patient had great bone quality. The team proceeded to drill again and placed another knotless fibertak. There was no patient effect reported. Additional information provided on 08/05/2022, it was reported that the bone was prepared with the 1.8 fibertak drill.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion; however, due to the device not being returned, we are unable to confirm the reported event.